Event description:
It was reported that the device does not work and it is leaking oil. The event occured during testing, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The sample was placed in retention. The e-box was determined in need of replacement as the seal was broken. The affected component was replaced along with other components not associated with the failure. The driver passed all final inspection activities and returned to the account.